Manufacturer narrative:
The customer elected to replace the titanium video cable. During a follow-up, the customer indicated they have received the new video cable and the image issue has been resolved. The video cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Since the video cable is not serialized the device history and the previous complaint history of the video cable could not be reviewed. Corrective action is not required.

Event description:
The customer report that during a patient procedure, using a titanium video cable, the display was flickering and displaying distorted colors. A second glidescope titanium system was used to complete the procedure, reportedly there was a three (3) minute delay while the second device was prepared. No harm to patient or user was reported.